Event description:
The manufacturer representative reports a patient experiencing an increase in pain following a fall in november. The drug used in the pump is morphine 7 mg/day, 25mg/ml. The patient saw the hcp to check out the pump. The csf backflow and dye study showed no abnormalities. The hcp ordered a myelogram showing stenosis of the spine. Additional information has been requested from the hcp but was unavailable on the date of this report.